Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch (only 2nd pack is open). Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received one open sample (2nd pack). The aluminum pack is not sealed to the plastic foil, but there are signs of the 1st pack (aluminum) been sealed with the 2nd pack (plastic foil). Taking into account that no other complaints have been received regarding this issue, this is considered an isolated unit but the rest of the batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. In spite of receiving a defective sample, without closed samples a suitable analysis cannot be performed. Note is taken of this incidence and if any samples are received in the future, the case will be re-open and analysed. Please note that when no samples are received our analysis is very limited. Actions on product: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: switzerland. The lamination inside is welded together with the film outside - accordingly it's difficult to open the package. /1st pack sealed to 2nd pack.